Manufacturer narrative:
Following receipt of this complaint, both the distributor and belmont tech support evaluated the clinical data. Upon initial review of the data, it was noted that the core temperature fell suddenly; however, further review of the data indicated that the temperature sensor appeared to be functioning correctly following the drop in temperature. Therefore, we can only speculate that the temperature shift was caused by movement of the core sensor; otherwise, erratic temperatures in the data would have been noted. We have reached out to our distributor to obtain additional information from the user facility. Without additional information, it is difficult to determine what occurred in this case. It was reported that there was no injury to the patient. Should additional information become available, a supplemental report will be submitted.

Event description:
Our distributor received a complaint from the user facility regarding a criticool and relayed the following report: "therapeutic hypothermia procedure has been interrupted before the end of 72 hour period. 6 hours before the end of this procedure of hypothermia they had noticed that patient temperature was 36.5 degrees (core) despite a target temperature of 33 degrees. Blanket was also warm. They decided to stop the procedure. Hospital declared the incident to ansm (authority agency). An eeg 24h after rewarming had been done and no seizures or abnormal events have been noticed on the infant."